Event description:
The device was returned and its evaluation is complete. The event was confirmed; the delivery system could not be successfully irrigated. The cause of the inability to irrigate was most likely due to the stent stop being over the required measurement of .249¿. (A 24fr stent stop was used in a 22fr delivery system). The root cause of the event could not be conclusively determined during analysis; however, was likely due to incorrect assembly.

Manufacturer narrative:
Mfg related.

Event description:
A valiant stent graft was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. During the index procedure the physician attempted to flush the device using a syringe as usual; however, the saline solution was unable to flow beyond the stent stop. The physician attempted several times with no results. The physician decided not to use the device. The device was not inserted in the patient. A back up device was used and the procedure was completed successfully. No clinical sequelae were reported and the patients doing fine.

Manufacturer narrative:
(B)(4).